Event description:
It was reported that during the laser photoselective vaporization of the procedure the fiber was damaged at the distal tip and the metal cap was separated. It did not dislodge inside the body. The procedure was completed with another fiber. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap was detached. The glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the metal cap was found to be detached. The fiber proximal to fracture can rotate independently of outer flow tubing. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side and metal cap detachment findings, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that during the laser photoselective vaporization of the procedure the fiber was damaged at the distal tip and the metal cap was separated. It did not dislodge inside the body. The procedure was completed with another fiber. There was no clinical consequences to the patient.